Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Hypotension/ hemodynamic instability: the cause of the clinical symptom was not determined due to insufficient clinical details. Major bleed: it was reported that possible blood in the stool. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported a patient with placement position unknown alarm due to low pulse pressure overnight. The patient was hypotensive, but quickly resolved after fluids and stopping bumex. Received one unit of blood for low hematocrit. Possible blood in stool. A colonoscopy and biopsy were completed and there was no additional bleeding. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.